Event description:
The manufacturer received information alleging a ventilator was alarming for an internal battery depleted alarm condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and power management board need to be replaced to address the issue.